Event description:
It was reported that the customer was swimming with the insulin pump for eight minutes before realizing that she still had the insulin pump on. The customer was still able to navigate through the settings of the insulin pump but stated that there was now water in the insulin pump. The customer's blood glucose was 202 mg/dl. Troubleshooting was done. The customer confirmed that there was fluid under the lcd display. The customer stated that the insulin pump was not dropped. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump received with no traces of moisture damage to keypad traces, electronic assemblies or motor assemblies per visual inspection. The insulin pump was received with minor scratches on lcd window.